Event description:
Narrative from staff: I was setting up for a surgical case (scrubbed in) and when I dumped out the plastic container/basin (within the pack) that had steris, a med cup, ruler, etc., and a hypo, I realized that the hypo in the basic pack did not have a cap on it, so it was completely unprotected. I did not get stuck, and the hypo did not go through the drape because it was in the small plastic basin within the pack but had I reached into the plastic basin to retrieve those items I most likely would have gotten stuck.